Event description:
It was reported by the customer that a pyxis anesthesia es system rebooted in the middle of a case and applied system updates. No medication was required at the time of the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
It was reported by the customer that a pyxis anesthesia es system rebooted in the middle of a case and applied system updates. No medication was required at the time of the event. There were no adverse events or injuries reported based on this event. Upon investigation of the actual device used in this incident, no errors were found in the device's log file. A power outlet issue was suspected by the investigator. The system's application was repaired, and the device was rebooted, the device was monitored for a week, no further issues reported. The system was functional as intended.

Event description:
It was reported that a bd pyxis anesthesia es system rebooted in the middle of a case and applied system updates. No medication was required at the time of the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4, d5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-aug-2021 to 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device reboot can possibly be due to power outlet issue. The technical support specialist repaired the med application and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.